Manufacturer narrative:
Additional lot#: 9324. Additional expiration date: 07/2010.

Event description:
In 2009, a spontaneous report by a physician was received by a company representative regarding a female who received an injection of perlane (cross-linked hyaluronic acid dermal filler). On 11/24/2009, additional information was received and the case was reassessed as serious. Medical history included previous perlane injections 3 years ago (from the date of the report) without any problems. Concomitant medications included coumadin (warfarin sodium) and several unspecified other medications. The patient received a 2 cc total (2 syringe) injection of perlane in 2009: 0.8 cc to each nasolabial crease and 0.2 cc into the tear troughs. Pre-procedure medications included a lidocaine block. Additional procedures at the time of implantation were not reported. The same day, after the injection, the patient had some bleeding and the physician had to hold pressure to the site to resolve the bleeding. Within 24 hours of the injection, the patient's whole face swelled up. By the following day, the patient developed a hematoma in the nasolabial fold. Within 48 hours of the injection, the patient's face became even more swollen and her right upper lip was very swollen; the patient was unable to talk. Approximately 3-4 days after the injection, the patient had a fever of 100.5 f, redness, warmth and pain. The physician suspected an infection. Three days later, the patient was taken to the hospital and she was admitted for 3 days. The patient's white blood count was initially 18,000 upon admission, and later went down to 1,400 (date not reported). A magnetic resonance imaging (MRI) scan showed a localized abscess. The patient had a team of physicians, who including an infectious disease specialist. The physician performed an incision and drainage of the lip (reported as an "I&d"); 1 cm hematoma was cut and 10 cc of pus were drained and cultured. The culture was positive for strep. The patient was treated with intravenous vancomycin and another unknown intravenous antibiotic. The patient was also treated with oral antibiotics. The physician stated that it looked like the perlane caused cellulitis in her lip that went up into her neck. The physician also stated that the perlane may have caused a tissue hematoma that may have lead to infection. It was also speculated that the coumadin (warfarin sodium) may have been the reason for the hematoma. The same day, the patient was discharged as the patient's white blood count had returned to normal and her symptoms had improved. No additional information was reported. The lot number and expiration date for syringe #1 were 9319 and 06/2010, respectively. The lot number and expiration date for syringe #2 were 9324 and 07/2010, respectively.